Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported that 2 months ago, patient experienced shocking sensation in rectal area for 10 days and then device and all sensation stopped and patient saw por on patient programmer. There was no fall or trauma noted. Caller didn't believe patient had any medical procedures. There were no further complications reported.